Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue could not be replicated by analysts. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was set to give 20 cc over a half hour. After 3 minutes the pump beeps almost done then stops working. This happened during testing. There was no reported adverse events.